Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received a sensor scan result of 480 mg/dl and experienced symptoms described as "light headedness and was scared" and self treated with metformin oral pills (unknown dose). Paramedics was called and customer was diagnosed with hypoglycemia and was treated with unspecified IV. A reading of 110 mg/dl was obtained on the hcp meter on "(B)(6) 2019". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received a sensor scan result of 480 mg/dl and experienced symptoms described as "light headedness and was scared" and self treated with metformin oral pills (unknown dose). Paramedics was called and customer was diagnosed with hypoglycemia and was treated with unspecified IV. A reading of 110 mg/dl was obtained on the hcp meter on "(B)(6) 2019". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6)2019, customer received a sensor scan result of 480 mg/dl and experienced symptoms described as "light headedness and was scared" and self treated with metformin oral pills (unknown dose). Paramedics was called and customer was diagnosed with hypoglycemia and was treated with unspecified IV. A reading of 110 mg/dl was obtained on the hcp meter on "(B)(6)2019". No further information was provided. There was no report of death or permanent impairment associated with this event.